Event description:
It was reported that 20 days after an arthroscopy procedure using a super turbovac wand, the surgeon reported that the patient had a little burn on the arm. It is unknown how the burn was treated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per case details, ¿it was reported 20 days after the arthroscopy,¿ by the surgeon, the patient had ¿a little burn on the arm¿ after using the super turbovac wand device. Per case communication, ¿the reported product worked perfectly following instructions for use.¿ the patient¿s current health status is unknown. Smith and nephew has not received the requested patient specific documentation and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) activating the device prior to contact with targeted tissue. (2) failure to maintain suction and direct fluid outflow away from the operative field. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.